Manufacturer narrative:
The inspiration proportional valve was replaced to fix the reported failure. Patient information was not available at time of MDR filing.

Event description:
The hospital reported that during patient use, after using manual mode and switched to auto mode, the unit didn't start cycling. The unit was switched back into manual mode. The customer tried one more time in auto mode in pressure mode, the unit didn't start. The unit was switched back to manual mode to finish the case. There was no reported patient injury.